Event description:
It was reported bleeding was observed in the dressing. This was not active bleeding, but the use of product was stopped and pressure immobilization was done just in case. Following day, the product was restarted. Although antiplatelet drug was administrated, doctor said that this event was possibly related to the product because the bleeding was from the wound.